Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned wrapped around itself packaged in its opened pouch. During the investigation, the catheter was examined along its length and it was observed that there was crystallized substance in the catheter. The catheter was examined and no kinks or damage was found on the catheter shaft. Upon further inspection, it was discovered that the crystallized substance was present in the inflation lumen and also in the balloon. The entire length of the device was visually, microscopically and tactilely examined and no damage or irregularities were found. The catheter coating was examined and no anomalies were observed with the coating. The device was pressurized with water in a 3ml syringe; however, the water could not reach the balloon due to the crystallized substance. After several attempts, the crystallized substance could not be dissolved and the catheter balloon could not be inflated with water. The crystallized substance is believed to be a saline/contrast mixture related to the presence of procedural/bodily fluids. Review and analysis of available information and the device was unable to determine the cause of the reported difficulty in deflating.

Event description:
It was reported that the air in the balloon could not be removed easily. The physician tried multiple times but failed. There was no patient involvement.

Event description:
It was reported that the air in the balloon could not be removed easily. The physician tried multiple times but failed. There was no patient involvement.